Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2004, dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right atrial (ra) lead. The physician was "concerned because the battery is going down" on the cardiac resynchronization therapy defibrillator (crt-d). There was also high threshold on the right ventricular (rv) lead. The device and leads remain in use. No patient complications have been reported as a result of this event.